Manufacturer narrative:
Concomitant products: product ID: 8731sc, product type: catheter. Product ID: 8731sc, lot# b0732582k, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider via a representative regarding a patient in (B)(6) who was receiving and unknown drug via an implantable pump. It was reported that as of (B)(6) 2011, reportedly the "last" spinal segment revision (last known revision, please see manufacturer report # 6000030-2010-05955- it was unclear if this is the revision being referred to as no further information could be obtained.) Appeared to work for about three weeks. The computerized tomography (CT) scan suggested the catheter had migrated back to about t12 from t10 and was being less effective. The medication type, concentration, dose, concomitant medications, medical history, event date, troubleshooting, resolution, product status, and patient outcome were not reported. This information could not be obtained as the health care provider had provided no further information and noted this patient was transferred from another physician to the reporting physician. Should additional information be received a supplemental report will be filed.